Manufacturer narrative:
Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported a transesophageal echocardiogram (tee) transducer would not articulate downward on an affiniti 50 ultrasound system during use. Service for the replacement of the suspect transducer is in progress. There was no patient or user harm associated with this event.

Event description:
A customer reported a transesophageal echocardiogram (tee) transducer would not articulate downward on an affiniti 50 ultrasound system during use. Service for the replacement of the suspect transducer is in progress. There was no patient or user harm associated with this event.

Manufacturer narrative:
A philips service engineer has contacted the customer to attend the site for performance testing and transducer replacement. However, the customer declined service and has decided to retain the suspect transducer. Since the transducer has not been returned for evaluation, no failure or root cause analysis of the part could be performed. The system was placed back into service at the customer site and no additional issues have been reported post notification. H3 other text: the customer declined replacing the suspect transducer.